Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen on (B)(6)2020 and the area around the driveline exit site was red, warm, and extremely painful. The patient was admitted for a suspected driveline infection. The patient reported having a fever of 103 degrees f at home and had taken tylenol and motrin before coming into he office. Blood cultures were taken and the patient was started on vancomycin and cefepime. On (B)(6) 2020, the blood cultures came back positive for methicillin resistant staphylococcus aureus (mrsa). At this time, cefepime was stopped and vancomycin was continued. On (B)(6) 2020, the patient underwent surgery for debridement of their driveline. A surgical wound culture was taken and came back positive for gram positive cocci. A peripherally inserted central catheter line was inserted on (B)(6) 2020 for the patient to receive daptomycin for 6 weeks as an outpatient, and then switched to oral doxycycline. The patient felt stable for discharge on (B)(6) 2020 and was sent home.